Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: light ring disappeared. Probable root cause: light engine malfunction main board, receptacle board, or front board malfunction damaged or missing esst spring incorrect/no communication with 1688 overheating power supply malfunction software malfunction hf/rf interference cybersecurity attack the reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.